Event description:
Attorney reported: in 2005 -the pt underwent a recurrent hernia repair procedure with placement of a kugel mesh patch. In 2007 -the pt's condition worsened progressively until he was admitted to the hospital, where a CT scan revealed a bowel obstruction that required a four day length stay with ng tube decompression. In 2008 -the pt presented to the hospital with complaints of abdominal pain and diarrhea. The physician's assessment was "the prior bowel obstruction was likely due to adhesions". The plan was for diagnostic laparoscopy with lysis of adhesions and possible mesh explantation. That same day, the pt underwent laparoscopic lysis of adhesions and explant of the mesh. It was noted that the inferior right portion of the mesh was folded over and the bowel was densely adherent to it. It was decided that the mesh wound needed to be explanted. A portion of the old polypropylene that was so well incorporated in the abdominal was left in place. The pt was required to remain in the hospital for two days following the surgery. Because of the defective mesh patch and all the medical visits and surgeries it necessitated, the pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for evaluation or additional info. Becomes available.